Event description:
It was reported that the patient started having "catheter problems" following a pump replacement (see manufacturer¿s report # 300420 9178-2011-04395 for pump replacement). The patient was ¿detoxing¿ and had problems for a year. The patient had itchiness beneath his skin; itching in his eyeballs; his lips went numb; and he had increased spasticity. The catheter was replaced and he was doing fine for a year (for subsequent events see manufacturer¿s report # 3004209178-2013-11320). The patient stated that he ¿loves his pump ¿ it changed his life.¿ the pump was delivering lioresal. Additional information has been requested, but it as not available as of the date of this report.

Event description:
The following information previously reported in manufacturer's report # 3004209178-2011-04395 belongs to this event: [following the pump replacement, the patient experienced a return of symptoms: nausea, pruritus, and somnolence.] And [the patient reported his pump was moving, and that he was having pain and pinching at the pocket site. It was further noted that when "the pump moves down from where it was placed it causes hip pain that doesn't allow him to walk." The patient can move the pump "up" and get relief from the pain. The patient discussed the issue with a physician on (B)(6) 2011.] And [the patient noted being sick due to being at higher doses with nausea, disorientation, and difficulty walking. The patient also indicated "itching of the eyes". The dose was noted as being adjusted from 390 mcg/day in may, to currently being at 80 mcg/day.]

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).